Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 7 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a mechanical valve due to calcification and stenosis. No additional adverse patient effects were reported.